Manufacturer narrative:
Age/date of birth: unk. Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -13.50/+1.0/083 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to patient experienced a refractive surprise. The lens was replaced with another same length but different model lens and the problem was resolved. The cause of the event was due to patient-related factor but the device also failed to perform.